Manufacturer narrative:
Additional information: g3, h3, h6 correction: e1 (phone number - removed) h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted there was a crack on the venous luer adapter. The placement of the crack suggested it was created by overtightening the adapter. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur by overtightening the luer adapter can cause excess stress on it which can lead to cracks in the material. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the catheter was inserted, the patient returned to the local area for hemodialysis treatment. About one month later, a crack was found at the end of the vein. The catheter was removed after returning to the hospital, and the patient was subsequently transplanted, which means the catheter was removed after the problem was found. The catheter was not repaired. There was a leak and crack in the blue (venous) luer adapter. There was no instrument used to loosen or tighten the device. Flushing was done prior to use with a normal result. Besides the reported issue, there are no other defects/damages on the product. No excessive force was used on the device. No other product was utilized with the device. Tego was not utilized. The insertion site was not treated prior to product placement. Nothing unusual was observed on the device prior to use. The remedial action taken was to remove the catheter. The reported product was not replaced. The treatment was completed after the remedial action. Hand was the method used to tighten the adapters. The cleaning agent was thoroughly dried before applying the ointment to the area. No medical intervention/treatment is required as a result of the event. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the catheter was inserted, the patient returned to the local area for hemodialysis treatment. About one month later, a crack was found at the end of the vein. The catheter was removed after returning to the hospital, and the patient was subsequently transplanted, which means the catheter was removed after the problem was found. The catheter was not repaired. There was a leak and crack in the blue (venous) luer adapter. There was no instrument used to loosen or tighten the device. Flushing was done prior to use with a normal result. Besides the reported issue, there are no other defects/damages on the product. No excessive force was used on the device. No other product was utilized with the device. Tego was not utilized. The insertion site was not treated prior to product placement. Nothing unusual was observed on the device prior to use. The remedial action taken was to remove the catheter. The reported product was not replaced. The treatment was completed after the remedial action. The hand method was used to tighten the adapters. The cleaning agent was thoroughly dried before applying the medicated cream to the area. No medical intervention/treatment is required as a result of the event. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was a crack on the venous luer adapter. The placement of the crack suggested it was created by overtightening the adapter. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur by overtightening the luer adapter can cause excess stress on it which can lead to cracks in the material. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.